Manufacturer narrative:
Date of event: the event occurred from (B)(6) 2022 ¿ (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed in three 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from december 08, 2021 - december 09, 2021. H10: three (3) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with fill port caps removed which observed a loose, white, polymeric appearing particle, morphologically consistent with fill port material in the wall of the fill port interior wall of one (1) sample only. The reported condition was verified in one (1 ) sample; however, not verified in the remaining two (2) samples. The cause of the particle matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.